Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of control keys set buttons damaged, charge coupled device objective lens scratched; connector tube wrinkled, image with reflection, and insertion tube with protective cone damaged. These do not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the insertion tube and connector tube had protrusion and the most likely cause component failure. There was no patient involvement.